Event description:
The customer observed error code 1006 (unable to process test, background read failure) and error code 1007 (unable to process test, activated read failure) generated from the architect i2000sr analyzer. The customer was sent a replacement lot of reaction vessels and was advised to perform internal decontamination. There was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
It was reported while a nurse was attempting to lift the right side of an unoccupied 1550 stretcher, she pinched her left hand index finger. It was further reported the nurse required surgery to repair the distal tip of the finger.

Event description:
The facility has a pt on a 7-day 5fu who has had to have the needle replaced twice due to leaking.

Manufacturer narrative:
(B)(4) the investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). The initial medwatch for the customer's issue was submitted incorrectly. This follow up report has been corrected to associate the customer's issue with remedial action recall number 1415939-2/27/09-003-r for the architect reaction vessels. An investigation is on-going. A final report will be submitted when the investigation is complete.